Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, vessel spasm, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2019, the patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit. During the procedure, the physician introduced the jet7 into the right internal carotid artery (ica) and the patient experienced a mild, asymptomatic catheter-induced vasospasm. The physician infused 5 mg of nicardipine into the right internal carotid artery (ica). The vasospasm was considered resolved as of (B)(6) 2019 with the infusion of nicardipine. The patient was discharged on (B)(6) 2019 to the skilled nursing facility and acute rehab facilities. The vasospasm was adjudicated to be a non-serious adverse event with possible relationship to the jet7 and a definite relationship to the index procedure.